Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that it is taking 2 hours or longer to charge his ins, sometimes taking 45min to charge from 70%-100%, and a manufacturer representative (rep) told him it wasn't right for it to be taking so long to charge the ins. A replacement recharge therapy manager (rtm) was sent. The manufacturer representative (rep) reported that the patients weight at the time of the event was not known, and that an energy use diagnostic was run showing that the patients recharge time was above normal. The manufacturer representative (rep) stated that the patient needed a new recharge therapy manager (rtm), and was directed to contact patient and technical services (pats) to request a replacement. No additional patient symptoms, or additional device complications were reported for this event.